Event description:
The customer stated that the stopcock was leaking. During in-house eval, the stopcock was cracked and leaking. No pt injury or treatment was associated with this event. The customer was unable to provide the product catalog number or lot number.